Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture before patient use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of solution in the bag that contained the unit. The reported condition of a reservoir rupture was not confirmed. However, visual examination of the sample noted that there was a leak due to broken tubing at the junction with the luer. Report 6000001-2011-42739 was submitted to address the broken tubing condition. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.